Event description:
Customer reports obtaining results of 307 mg/dl and 96 mg/dl within 1 minute on the same device. Customer also reports obtaining results of 224 mg/dl and 67 mg/dl within 1 minute on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Customer reports that the desiccant in the strip vial was loose in the vial. No quality controls were used. Requested return of suspect device and replacement was sent.